Event description:
It was reported that the bd alaris smartsite pump infusion set had leakage. The following information was provided by the initial reporter: another kettering facility had primary IV tubing that was leaking at the same hub.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One video taken by the customer verifies a leak from the male luer. The male luer cap in the video is not a water tight cap. Due to no sample being returned, no investigation can be conducted and the root cause is unknown. A device history record review could not be performed because a lot number was not provided by the customer.